Manufacturer narrative:
With a review of the available information there is no indication of any device malfunctions or performance issues that would impact the event. There is also no clinical evidence to suggest that a malfunction of the device caused or contributed to the reported event. The root cause of the reported event cannot be conclusively determined; though, clinical factors that may have contributed include the patient's previous medical history, anticoagulant therapy and related comorbidities. There are patient and pharmacological factors that may have contributed to this event. From all indications the device operated within specifications and as intended with no indication of any device performance issues contributing to the event. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Serious and life threatening adverse events have been associated with the use of this device. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. Gi bleeding/av malformations, pericardial effusion/tamponade, platelet dysfunction and sensitivity to aspirin are known potential complications associated with all patients implanted with vads. The instructions for use (IFU) addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Device remains implanted.

Event description:
It was reported that a clinical study patient presented with reports of dark tarry stools and a hemoglobin and hematocrit (hg/hct) of 7.0 and 23. The patient's reticulocyte count was elevated and the iron level was low. The total iron binding capacity (tibc), ferritin, transferrin, b12, and folate levels were within normal limits. The patient had already discontinued aspirin and coumadin given the bleeding and supratherapeutic inr (2.8). On admission, the patient denied any bowel movements for 4 days and was given 1 unit prbcs with improvement in hemoglobin and hematocrit. The patient was maintained on proton pump inhibitors (ppis). When the patient had a bowel movement, she reported that it was brown and the hg/hct remained stable so gi was not consulted. Coumadin was resumed with no heparin bridge. The patient's inr was 1.5 and hg/hct was 10.1/0.32 on day of discharge. No additional information was provided.